Manufacturer narrative:
This report is submitted on july 20, 2020.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2020, to change the abutment. It was reported the skin surrounding the abutment site was undermined and closed. The implanted device remains.